Event description:
It was reported that a zero tip basket device was used during a ureteroscopy with laser lithotripsy procedure. During the procedure, the pull wire broke in half. Reportedly, the device was pulled out with a grasper. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of pullwire break. Impact code f23 is being used to capture the reportable event of unexpected medical intervention.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of pullwire break. Impact code f23 is being used to capture the reportable event of unexpected medical intervention. Block h11: investigation results the returned zero tip basket was analyzed, and a visual evaluation noted that the handle returned in good condition. The customer provided a picture of the device and media analysis shows that the basket was fully detached/separated from the device. Microscopic examination was performed under magnification, and it was noticed that the sheath was buckled/accordion. Additionally, it was noticed that the sheath was bent/kinked at the distal section and the handle cannula was also bent/kinked. Functional examination was performed, and the handle was actuated but it was not possible to see the basket. With all the available information, boston scientific concludes that the reported event of pull wire break was not confirmed. Based on the investigation, it was possible to see the pull wire attached to the notch cannula and no issues were found with the pull wire. Additionally, these issues could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could cause these damages observed. Most importantly, it was found during the analysis that the basket was detached/separated from the device, and it did not return. However, the investigation findings did not lead to a clear conclusion about the cause of basket detachment. Therefore, an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a zero tip basket device was used during a ureteroscopy with laser lithotripsy procedure. During the procedure, the pull wire broke in half. Reportedly, the device was pulled out with a grasper. The procedure was completed with another of the same device with no patient complications.